Event description:
After a stenting treatment procedure, difficulties were encountered with the wallstent tracheobronchial stent prosthesis. In 2000 a wallstent was placed in the distal right main stem bronchus to treat right main stem and brochus intermedius bronchomalacia. An ultraflex stent was also placed in the right main stem bronchus. The right upper lobe orifice was crossed by the wallstent. In 2001, a laser was used to vaporize the wire mesh over the right upper lobe orifice to ensure good air entry to the middle lobe. Following placement of the wallstent, the patient developed a chronic cough and continued progressive dyspnea. The patient presented with multiple recurrent respiratory infections, and at times required hospitalization. Aspergillus fumigatous was cultured from the patients lungs. In july, 2001 it was decided to remove both stents. The patient developed bilateral pneumothoraces requiring chest tube placement in july, 2001 and in sept, 2001. The patient also developed pneumonia and a rib fracture which delayed the stent removal procedure. The wallstent was removed during two procedures, one in 2002 and the second on 2 days later. The wallstent broke into numerous free wire pieces which had to be removed one at a time using flexible bronchoscopes and forceps. The physician then placed a temporary silastic stent. Information on the patient's current status is not available.